Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received for the right hip. Primary operative notes received. A der was received previously and incorrectly added to the left hip complaint. Update (B)(4) 2013- it has been reported that the patient's right hip was revised on (B)(6) 2013 to address ion levels of 150-200. Part/lot was provided.

Manufacturer narrative:
Pfs and medical records received for the right hip. Primary operative notes received. A der was received previously and incorrectly added to the left hip complaint. Update 1/29/2013- it has been reported that the patient's right hip was revised on (B)(6) 2013 to address ion levels of 150-200. Part/lot was provided. (B)(4) the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2795699. A search of the complaint database finds additional reported incidents against lot code 2865278 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.